Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 600 mg/dl at the time of incident. Customer experienced symptoms such as nausea and headache. The customer was assisted with troubleshooting. The customer was treated with syringe for high blood glucose, they changed her site and treated after causing her to go too low. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that they did alleging insulin pump for under delivery. Customer stated that they did not use auto mode. Customer reported that they did not contact their health care professional regarding the high blood glucose. The customer stated that the insulin pump had insulin flow blocked alarm during basal. Customer was reporting a past event. Customer stated that they performed self-test and displacement test and the test was passed. Customer reported event was resolved by changing complete set. The insulin pump will not be returned for analysis.